Event description:
A pt reorted blood glucose results of "5.4 mmol/l" with a lifescan meter and "7.3 mmol/l" on a laboratory device, performed between 21-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter was replaced.